Manufacturer narrative:
Additional suspect device: reference number 10452673, product family - scs-linear leads, upn - (B)(4), model - sc-2316-70, serial - (B)(4), batch: - 2000014686. It is indicated that the leads will not be returned as they were discarded by the facility. Record review revealed no additional information related to the complaint.

Event description:
A report was received that the patient was receiving ineffective therapy. An impedance check revealed high impedances. The patient underwent a lead replacement procedure wherein both leads were replaced. The patient was doing well post operatively.